Event description:
The customer reported that their display failed. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The biomed confirmed that the display failed. The device is not being returned. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by (B)(4). Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (bmet confirmed display failure).